Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that prior to implantation the implantable cardioverter defibrillator (ICD) was found to be at the end of service (eos). Ventricular fibrillation detection was accidentally turned on. The ICD was never used and a different device was implanted into the patient. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.